Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two days post implant a low battery was noted via a remote transmission. It was noted that the low battery anomaly was suspected to be due to exposed to cold temperature. Review of the merlin.net session record indicated this to be a diagnostic anomaly, due to temporary voltage drop that occurred before implant. The voltage was recovered and remained normal. It was also noted that false pause episodes due to undersensing were observed. Programming changes were recommended. Programming changes have not been performed and patient will return for a future follow-up.